Event description:
It was reported that this right ventricular (rv) lead perforated the ventricle causing loss of capture. As a result, the lead was repositioned. No additional adverse patient effects were reported.